Event description:
Report received of an under-delivery found during preventative maintenance testing. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no further info was available.